Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional info was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that "after primary tka, the surgeon inferred that during the tka, he incautiously injured the pt artery around the knee with a fluted headless pin. Therefore, he and vascular surgeons performed an angiorrhaphy surgery on the pt."